Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and external visual inspection: pass was performed and transmitter voltage test: fail (0 vdc) was performed and data/share log available: yes was performed and data/share log review: pass. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.